Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that back on (B)(6) 2025 the patient experienced a seizure and had over 200 autostim events and this led to loss of consciousness and the patient had an emergency evaluation at (B)(6) hospital. No other relevant information has been received to date.

Event description:
Additional information received noting that the syncope was assessed to be related to external factors and not the vns. It was reported to be due to poor medication adherence, the patient was prescribed lacosamide but was only taking epidilex. The only intervention listed was advising the patient to start taking lacosamide for better seizure control.

Manufacturer narrative:
B6 relevant tests/laboratory data, including dates, corrected data: initial report inadvertently left out relevant information. H6 adverse event problem, corrected data: initial report inadvertently did not code b01 and c19.